Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter.   Product return status: 1 device was received. Evaluation status: 1 device evaluation is in progress. Additional information: 1 device is labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a black substance in the packaging. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 1event was previously reported during the reporting quarter; however:  - 1 event was reported in error. - 0 total events were reported for this catalog number/device code combination for the reporting quarter.

Event description:
This report summarizes <noe> 0 </noe> malfunction event in which the device had a black substance in the packaging. 0 event had no patient involvement; no patient impact.